Manufacturer narrative:
The reported complaint of "the customer suspects a leak from the cool line catheter (lot # 166320)" was confirmed during the functional testing of the returned catheter. A pinhole leak was observed at middle of distal balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual examination of the returned catheter was performed, and no physical damage was found on the catheter. Functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a pinhole leak was observed at middle of distal balloon, thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for cool line catheter with lot #166320.

Event description:
During the ivtm therapy, the thermogard xp ivtm system generated an "air trap warning", the pump stopped, and the system went into standby mode. The customer observed an empty 500 ml saline bag. The customer observed no leak from the start-up kit (suk) and no blood tinge in the suk tubing. The customer suspects a leak from the cool line catheter (lot # 166320) and an infusion of about 300 ml of saline into the patient's body. The dwell time of the catheter was approximately 24 hours. The thermogard system was turned off, and the catheter and saline bag were replaced and reprimed before continuing therapy. The ivtm therapy was continued using the same thermogard system. No consequences or impact to the patient.